Event description:
It was reported that the pt underwent propylactic replacement of the pump to avoid in-vivo battery depletion. The catheter was also replaced due to occlusion. No dye study or rotor study were performed. No symptoms were reported and it was indicated there was no injury to the pt. The drug used in the pump was morphine 50 mg/ml at a dose of 13.388 mg/day. The pt recovered without sequela.

Manufacturer narrative:
(B) (4). The pump and catheter were returned to the MFR for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.